Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 21258699, model/catalog description: linear 3-4 lead 50 cm. Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 5139335, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection on both the pocket and lead incision sites. It was noted hat the infection was not device related but the patient might have showered too soon after the implant procedure and the water came in to the incision sites which might have caused the infection. The patient was given antibiotics and underwent an explant procedure.